Event description:
It was reported by service report that the stretcher had a broken weld on the left side rail where the locking spindle attaches to the litter frame and the side rail is unable to be latched up. No pt involvement or adverse consequences are reported.